Event description:
It was reported that an empty reservoir alarm was activated on (B)(6) and the patient had possibly had some withdrawal symptoms eight days later. The device system was used to deliver lioresal. Six days later, it was reported that a CT scan was performed on (B)(6). It was seen that the catheter had pulled out of the intrathecal space. At the time of report, the patient was doing okay, but she was scheduled for a catheter replacement on (B)(6). It was noted that the intrathecal baclofen treatment remained ongoing. Five days after that, it was reported that the patient had experienced withdrawal related to the event.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).